Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to send replacement charging supplies via two-day shipping and instructed the customer to use an alternate form of therapy if the pump battery were to deplete before receiving the replacements.